Event description:
The customer reported that the act diff 2 hematology analyzer generated an erroneously high wbc (white blood cell) count (16.1 x 10^3 cells) on one pt sample. The sample was collected at a physician's office. A sample from the same pt was drawn later the same day at the hosp and lower wbc results (11.0 x 10^3 cells) were obtained. There were no reported changes to pt treatment associated with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. This MDR is for pt 1 of 2 on day 1 of 2. See MDR #1069132-2011-01503 for pt 2 of 2 on day 2 of 2. A review of the instrument's control history revealed that on (B)(4) 2009 the low level quality control recovery was out high for wbc (white blood cell) parameter. All other levels were within assay limits. A field service engineer visited the site on (B)(4) 2009 to assess the instrument. He replaced the vacuum isolator chamber and found the mixing bubble check valves on rbc (red blood cell) and wbc baths reversed. He replaced the check valves and then performed instrument verification. The root cause was unk, though may have been related to hardware that was replaced during instrument servicing on (B)(4) 2009.